Manufacturer narrative:
Patient information is not available for reporting. This report is for two (2) unknown locking screws. Part and lot numbers are unknown. Without the specific part number, the UDI number is not available. Implanted in 2016; exact date is unknown. Reporter phone number is not provided for reporting. (510k): unknown, as specific part number for the screw is not provided. Without a lot number the device history records review could not be completed. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient was initially implanted with a variable angle- locking compression plate (va-lcp) volar rim distal-plate and eight (8) screws in 2016. The scheduled extraction surgery was performed on (B)(6) 2018 due to bone healing. During the extraction surgery the screw heads of the two locking screws broke. There was no surgical delay reported. Patient outcome reported as stable. No patient consequences reported. Concomitant devices reported: va-lcp volar rim dist-rad-pl2.4 r shaft (part # 04.115.850, lot # 9267524, quantity 1); cortscr ø2.7 self-tap l16 tan (part # 402.876, lot # 9899118, quantity 1); unknown locking screws (part # unknown, lot # unknown, quantity 5). This report is for two (2) unknown locking screws. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient ethnicity is unknown. Without a lot number the device history records review could not be completed. Investigation site: cq zuchwil; selected flow: 5. Broken . Visual inspection: two broken locking screw heads and one threaded shaft were received for investigation. Unfortunately, it cannot be verified which head belongs to the threaded shaft. The shaft is broken at the neck and has strong traces of use around the breakage point on its surface and along the threaded part. The strong damages at the thread were most probably caused during the removal. The hexagons of the screw heads are in a used but still good condition. Dimensional inspection: because of the damages, the complaint relevant dimensions cannot be checked to print specifications anymore. Drawing/specification review: the drawing review could not be performed, as the lot and part numbers are unknown. Material review: the material review could not be performed, as the lot and part numbers are unknown. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Based on the provided information, we are not able to determine the cause of this complaint. The condition of the screws and the usage signs indicate that a mechanical overloading situation during screw removal could be the reason for the breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.